Event description:
I had the essure procedure/device implanted in 2010. I began having health related issues in 2014 which included pelvic pain, body joint pain/inflammation, hair loss, cysts, sinus issues, migraines, lack of concentration, weight gain, forgetfulness. Urinary tract and bladder infections, bv and yeast infections, bad menstruals. I went to the ER in pain twice within the last 3 years. Finally in (B)(6) 2018 after numerous tests and dr appts, I had a hysterectomy. My dr confirmed the essure coils had migrated. One migrated into my uterus and the other into my left ovary and was sticking out. I am 5 wks post op and am finally on track to feel better. Those coils caused me a lot of pain and more.